Event description:
Pt suffered a transfusion reaction with severe hypotension within 15 mins of beginning transfusion. The facility's investigation found the blood filter to be the suspected cause. The pt received a bolus of IV fluids after immediate discontinuance of the transfusion and recovered. The filter was discarded by the facility.